Event description:
Endo gia malfunctioned. Reload became unattached during thoracoscopy. Surgeon unable to retrieve reload via thoracoscopy incision. Had to make incision larger to retrieve stapler reload. No harm to patient.